Event description:
The account alleged that the head of the bed lowers on its own. No pt impact.

Manufacturer narrative:
The account found the head switch sticking on the pt left lower side rail due to a damaged button for the head down. The account replaced the pt left lower side rail label to resolve the issue.